Manufacturer narrative:
(D10) concomitant devices: 300-01-13 - eq, humeral stem primary, press fit 13mm: (B)(6). (Remained implanted from index surgery on (B)(6) 2016). 320-01-46 - equinoxe rev 46mm glenosphere: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 8 year(s), 4 month(s) and 2 day(s) post-operative of a revised right rtsa, it was reported via clinical study that the patient experienced disassociation of polyethylene. Patient's shoulder 'locked up' while at work with feelings of instability thereafter. The patient underwent a tendon transfer with rotator cuff repair 3 months post operatively (see (B)(4)) and was revised approximately 5 months post operative of the initial implantation of devices for unknown reasons. (See (B)(4)) one month and five days following the onset of symptoms, the patient underwent a standard reverse revision with reported removal of the torque screw, humeral tray, humeral liner, glenosphere, and glenosphere locking screw components. The outcome of this event is considered resolved, and the case report form indicates that this event is possibly related to the device(s) and definitely related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.